Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed. A 21mm watchman laa closure device with delivery system (wds) and watchman access system (was) double curve was used. A kink in the was was observed as well as a kink in the wds as it was being advanced. The patient experienced a pericardial tamponade. The closure device was withdrawn. The patient went to surgery where the laa was ligated. The patient fully recovered and was discharged from the hospital.